Event description:
The customer reported leaking tubing on a neonate receiving ivig. Per the rn in the nicu it was not possible to determine how much of the ivig was lost. There was no injury to the child and no treatment was required.